Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The pump was observed to be in good condition, no physical damage noted. The pump event history log could not be reviewed due to a power up problem. Functional testing was unable to be performed using power up due to no battery (depleted) and no alternating current (ac) at power up. The reported problem was due to the interconnect board not operating as intended which resulted in the battery depleted problem. The root cause of this failure could not be determined. To resolve the problem, the interconnect board was replaced and preventive maintenance was performed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited battery depleted error and no ac power. No patient injury reported.